Event description:
The customer reported a leak of waste fluid of approximately 10ml from a coulter lh 500 hematology analyzer. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the secondary probe was bent not allowing the probe wash collar to move smoothly up and down the probe. This caused the vacuum chamber (vc6) to overfill and shut down the system vacuum, allowing fluid to leak from the probe and the needle cartridge. The fse straightened the probe and the instrument ran without leaks. The repairs were verified per established service procedures. (B)(4).